Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion code. It was reported that the patient had recently undergone a surgical procedure. Data analysis confirmed the code was recorded due to magnet application and subsequent beeping. Boston scientific technical services (ts) discussed the code could be reset. No adverse patient effects were reported.